Event description:
A malfunction alarm was reported with the pump, displaying malfunction code 9. There was no adverse impact to the customer¿s blood glucose level. The customer had not previously reset the pump for this issue. However, customer technical support provided pump reset information and assisted the caller in resetting it. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with further instructions to contact support if the issue reappears.